Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, it was thoroughly analyzed. Visual examination did not find damage or abnormalities. The mechanical test indicated the needle retracted and deployed, and the function of the buttons worked as intended. The device was also functionally tested, and it passed it normally. The media inspection confirmed the error 455; however, the reason for error message displayed could not be substantiated during functional testing and no other fault conditions were identified. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions, and no patient injuries were reported. There is no evidence that any updates to the document are required at this time. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been selected.

Event description:
It was reported that during a water vapor thermal therapy procedure for benign prostatic hyperplasia, the error 455 was displayed after the primming was completed. Then, the generator began making unusual noise, and the roller stopped rotating after two shots. A second delivery device was used, but the pump did not work even after reconnecting, so the generator was restarted. Even after restarting, the error 455 was displayed again; therefore, the procedure was terminated. There were no patient complications. Another surgery was performed the following day. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This report is for the second delivery device.